Manufacturer narrative:
Continuation of medical devices: g141 ICD implanted (B)(6) 2017; 383069 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying, and undefined impedance. The lead was also noted to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.